Event description:
It was initially reported that the patient had an increase in seizures since a generator replacement surgery. When the patient was seen in the office the warning message 'high lead impedance warning with impedance '10,000 ohms, programmed current possibly not being delivered at the programmed settings' was observed. Diagnostics were run and the results were: output status -low, output current - 0 ma, impedance - high, impedance value - 10,000 ohms, ifi no. It was believed that it was an issue of the lead pin not being fully inserted. There was no reported manipulation or trauma. The patient had their generator disabled when the high impedance was observed. X-rays were taken but have not been sent to the manufacturer for review. An x-ray reported was received but did not comment on the integrity of the vns system. The increase in seizure was due to the high impedance and was below pre-vns baseline. There were no specifics on seizure type. No other issues were reported to the office. Surgery is likely but has not occurred.

Manufacturer narrative:
Date of event; corrected data: supplemental manufacturer report #02 inadvertently did not update the event date. Additional information indicates that the event occurred on (B)(6) 2014. Aware date; corrected data: the initial manufacturer report provided an incorrect aware date. Describe event or problem; corrected data: supplemental manufacturer report #02 inadvertently did not include the review of the internal device data. Relevant tests/laboratory data; corrected data: supplemental manufacturer report #02 inadvertently did not include the internal device data.

Event description:
Further follow-up revealed that the lead was tested prior to surgery, but that the surgeon wanted to replace the entire vns system regardless. It appears that no troubleshooting was performed to resolve the high impedance since the surgeon elected to replace the entire vns system. The cause of the high impedance is believed to be a lead pin insertion issue.

Event description:
Review of the as-received internal device data showed that the last 25% change in the impedance value on (B)(6) 2013, where the impedance value changed from a normal limits range to high lead impedance.

Event description:
Additional information was received that the patient had a lead and generator replacement. Attempts for product return are in process. X-rays were received by the manufacturer and were reviewed. Based on the x-ray received the lead not being fully inserted in to the connector block may be a reason for the high impedance. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead however the presence of a microfracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. The patient had their generator turned off after the high impedance was seen.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be specs of white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing calcium. Refer to attached eds sheet for additional information. No obvious anomalies were noted except for the one and a half sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device. However, the incomplete lead pin insertion condition may have contributed to the high impedance situation. Note that since a portion of lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Indentions were observed on the lower thread of the setscrew, indicating that the setscrew was down during lead insertion. However, indentions were observed on the bottom of the setscrew, which indicates that either the lead pin or test resistor was secured with the setscrew. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity test passed and a bench lead inserted completely passed the negative connector block. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.980 volts as measured shows a non-ifi condition. The data in the diagaccum consumed memory locations revealed that 3.039% of the battery had been consumed. Other than the noted condition there were no performance or any other type of adverse condition found with the pulse generator.